Event description:
Additional information was received from the patient clarifying the report of the ¿lead slipping and having to meet with a rep for r eprogramming¿. The patient stated that they experienced pain when they tried to use program ¿c¿, which was programmed for walking/exercise. The cause of the leads slipping was unknown. It was indicated that no resolution was planned at this time to address the lea d slip as after their reprogramming they no longer had pain. The patient weighed 225 pounds at the time of the event.

Manufacturer narrative:
Concomitant medical products.: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021. Product type lead product ID 977a260 serial# (B)(6) implanted:(B)(6) 2021. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-mar-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt was recently implanted with ins and said the first two weeks the stimulation was working very well except the stimulation was not going up high enough on pt's lower back to fully address pt's problem. Pt said they met with their rep for reprogramming and the first two times they used stim after that it was fine, but then the next time when went into group c, which was what they set up for walking, however when they turned stim on they had a very uncomfortable tingling feeling/tremendous discomfort/pain right under their right breast. Pt said they would have that discomfort/pain on all 3 groups when they increased stim to the intensity they needed to mask their pain (pt used group a normally, c was specific for walking, however pt found they could manipulate stim intensity better on b rather than c). Pt said they would have to decrease stimulation right away any time they turn stim on a group to make that feeling go away. Pt said they tried calling rep, but rep was on vacation until the 19th so pt called the number rep left pt on a message, however they just got a message for that other rep saying to call ps. The patient was redirected to their healthcare provider to further address the issue. Additional information received. Patient mentioned one of pt's leads slipped and had to meet with mdt rep for reprogramming.